Event description:
Removal of vaginal mesh due to dyspareunia and pain.patient who had a transobturator tape for urinary incontinence placed in august 2010 and now has pelvic pain, vaginal pain, and dyspareunia as well as recurrent infections and vaginal odor that she associates with the mesh. Her pelvic exam was not repeated today, but at her last visit, there was no mesh erosion seen.